Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. During the drain cycle of peritoneal dialysis (pd) therapy, a leak of solution was observed coming from the cassette door. Renal therapy services assisted the caregiver (cg) to end therapy and setup for manual therapy. The cassette was removed from the homechoice and the cg did not see any visible leaks from the bags or cassette. The patient was connected for therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.